Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient never had therapeutic effect, the patient was implanted for bowel incontinence and therapy was not working. The patient had tried all four of her programs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. It was later reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted. Additional information was received from a healthcare provider (hcp) indicating that the ins was no longer working or active. The caller then reported the therapy never worked for the patient. No further complications were reported.